Event description:
It was reported that the patient was in atrial flutter and that the atrial and ventricular egms appeared identical. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.